Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the necessary steps to remove air from the cartridge prior to filling it. Tandem technical support educated the customer to always remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue and successfully resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.